Event description:
The patient underwent re-do mitral valve replacement surgery due to regurgitation. During explant, one of the leaflets tore at the commissure. Another manufacturer's valve was implanted. The patient was reported to be recovering in the hospital.